Event description:
Reporter indicated that when the hand-held is turned on, the version indicator on the hand-held flashes back and forth between version 7.0 and version 7.1. Hand held was returned to the MFR. "An analysis was performed on the returned flashcard and the reported complaint was verified during the analysis. The cause for the complaint is associated with the v7.0 software being installed after a v7.1 upgrade."

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.